Event description:
The patient reported that she woke up to find her pump was hot to the touch. The patient reportedly changed the battery at that time and the pump was still warm. The patient reported that there was something brown at the bottom of the battery compartment; the patient denied the pump getting wet.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: moisture was observed in the battery compartment. The pump powered on appropriately. The pump electrical current draws were tested and found to be within specifications. The pump was exercised for 24 hours without overheating. The pump was opened and no internal moisture damage was found. The power circuit was tested for intermitting connections and no defects were found. The complaint of overheating was unable to be confirmed or duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.